Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Block d6b: explant date: (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7072905.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Correction to the initial MDR in block h11 additional suspect medical device (lead) should not been added.